Event description:
It was reported the patient developed an infection at the ipg site (related manufacturer reference number: 3006705815-2022-15275). Prophylactic antibiotics were administered to address the infection. Later, the infection worsened and the lead was protruding from the skin. As a result, surgical intervention occurred wherein the scs system was explanted to address the issue. The investigation did not determine which lead was protruding from the skin.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000119834.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The patient was placed on oral antibiotics for the infection to address the issue. The infection has resolved. Later, the infection worsened and the lead was protruding from the skin. As a result, surgical intervention occurred wherein the scs system was explanted to address the issue. The investigation did not determine which lead was protruding from the skin.